Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the doctor put in a new (B)(4) pump on (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver bupivacaine [20 mg/ml] at 4.4 mg/day and morphine [2 mg/ml] at 0.44 mg/day, indicated for post lumbar laminectomy syndrome and spinal pain. It was reported that a pump revision was performed on (B)(6) 2018 due to a pump pocket issue. It was stated that the pump was "bothering" the patient and was hitting her ribcage, so they were going to reposition the pump more medially. It was unknown when the discomfort with the pump started. Reference regulatory report #3004209178-2018-15763 for the manufacturer's report regarding the issues with the catheter found during the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and the initial reporter was provided. It was reported there had been no further complaints of discomfort after the pump replacement. There was no issue with the pump so it would not be returned to the manufacturer. No further complications were reported/anticipated or expected.